Manufacturer narrative:
Retainer ring = black. The pump was returned for cosmetic damage located at the back of the pump case found on (B)(6) 2021. Pump was received with unresponsive right arrow button. Unable to perform displacement test due to unresponsive right arrow button. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Unlocked keypad connector. Locked the keypad, the right arrow button functioned properly. Therefore, unresponsive right arrow button due to unlocked keypad connector. Cosmetic damage was confirmed at the back of the pump case. Unresponsive right arrow button due to keypad connector unlocked. Moisture damage was confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump housing was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.